Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the set screw in the implantable cardioverter defibrillator (ICD) would not hold pin in place in the header. The procedure was completed using another ICD. The patient was in stable condition.